Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104) was confirmed. Upon investigation the monitor was unable to complete detect and treat testing. The cause for the failure was isolated to a communication error with an sd card. The monitor was unable to download patient information. The root cause for the defective sd card could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 104.